Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the inner hose was torn and locking components were damaged. Therefore, the reported condition was confirmed. It was also noted that the torn inner hose was consistent with mishandling of the device by exerting extreme force by pulling on the hose during cleaning or use. The issue with the damaged locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running damaging the locking components. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a routine equipment inspection/maintenance check, it was observed that the motor device handpiece hose was damaged. During an in-house engineering evaluation, it was observed that the device inner hose was torn and locking components were damaged. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.